Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, reporting that the battery compartment had stripped threads. Allegedly, the pump had lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - correction to serial #.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and had damaged threads. The returned battery cap had stripped threads. The cap contact width was within specifications and the contact height was out of specifications. The cap was unable to attach to the pump; however, it was able to attach on to a test pump. The pump was unable to power on during testing. Evidence of moisture corrosion was found on the printed circuit board.